Manufacturer narrative:
Additional information: evaluation summary: investigation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection found that the instrument was engaged with the subject reload. The firing knobs were slightly advanced and the articulation lever was in neutral position. During functional testing the firing knobs were fully retracted and the reload jaws opened. The reload was unloaded from the instrument. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a vats lobectomy procedure, the device was unable to fire, green button could not be pressed, and handle was unable to be squeezed. Also, after a number of reloads, the handle could not be closed and opened anymore. A new handle and reload were used in order to complete the case. The devices are expected to be returned for evaluation.